Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbance like halos streak in light. The clinical reason for explant mentioned as patient cannot tolerate visual disturbances even with refractive correction. The iol was exchanged for another lens model 5 months following the initial implant procedure. Additional information has been requested.